Event description:
It was reported that a minicap extended life pd transfer set leaked between the light blue main body and twist sleeve. This occurred during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. Visual inspection with the naked eye noted broken occluder legs. Leak testing and clear passage testing were performed with no issues. There was no external leak observed; however, a leak/fluid flow was observed through the closed twist clamp during testing. Although the direct cause for the event could not be determined, the damaged to the set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.